Event description:
It was reported that the customer's blood glucose level was "high"; cause was not known. A correction bolus was delivered to address bg. The customer declined to perform troubleshooting and reverted to manual injections for diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.